Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pfc sigma curved left cemented. Insert brooken on the back due to wear. Losening of tibia. Metalose.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received indicated that there was no surgical delay reported. First doi: 2004.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Primary operative note dated 07 august 2004: patient received a left pfc rotating platform tka to treat gonarthrosis secondary to psoriatic arthritis. There is insufficient information within the translated operative note to determine if the patella was resurfaced nor to identify the quantity and manufacturer of the cement utilized. The procedure was completed without complications. Clinic note dated (B)(6)2022: patient reports pain, instability, and a sensation of cracking in the left knee. Radiographic imaging identifies a fractured and worn through polyethylene insert resulting in metal-on-metal articulation of the femoral component on the tibial tray causing metallosis. The patient is referred for a revision of the left knee construct. There were no revision operative notes provided.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Through follow up it is now understood there is no allegation associated against a product malfunction. Nothing indicative of a device nonconformance was found. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device.